Event description:
It was reported that after use of the retriever in the occluded right internal carotid artery, narrowing of the right proximal m1 segment was identified suggesting that an arterial dissection had occurred. The narrowing of the vessel prevented blood flow resulting in worsening of the presenting ischemic stroke in the right cerebral hemisphere. Cerebral edema treatment was performed in response to the event. The patient went into cardiopulmonary arrest due to progression of the cerebral herniation and died approximately 12 days post procedure due to cerebral herniation.

Event description:
It was reported that after use of the retriever in the occluded right internal carotid artery, narrowing of the right proximal m1 segment was identified suggesting that an arterial dissection had occurred. The narrowing of the vessel prevented blood flow resulting in worsening of the presenting ischemic stroke in the right cerebral hemisphere. Cerebral edema treatment was performed in response to the event. The patient went into cardiopulmonary arrest due to progression of the cerebral herniation and died approximately 12 days post procedure due to cerebral herniation.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Subject device is not available.